Event description:
A cartridge alarm was reported by the customer, and the blood glucose was displayed as "high," though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose by administering a correction bolus using the pump. No third-party assistance was required, and the issue did not occur during the load process. The customer had previously experienced cartridge alarms with consecutive cartridges. Tandem technical support confirmed the situation and arranged to replace the pump, which was still under warranty. The customer will use the current pump as a backup therapy. They were instructed on how to put the pump into storage mode and to return the faulty pump within 10 days using the provided return box and label. A replacement pump was sent, and the customer was advised of the necessary steps to take upon its arrival, which they acknowledged and understood.